Manufacturer narrative:
(B)(4). Off label use due to use of device in abdominal area. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a 53mm diameter abdominal aortic aneurysm. It was noted that the patient had previously had a gore stent graft implanted which had migrated due to disease progression. It was observed that the aorta measured 41mm just below the renals. Mild vessel calcification was noted. It was reported that during deployment of the cuff, the graft migrated proximally about 2cm covering both renal arteries. At this point the bare stents had not been deployed and so the graft was able to be pulled down to below the renals to allow renal perfusion. A second valiant navion covered seal 46mm graft was placed below the renal arteries to bridge the gap between the first navion and the original gore graft. 6 heli-fx endoanchors were placed to prevent the stent graft from riding up. On final angiogram, both renal arteries were perfused and no endoleak was seen. Post op day one the patient has good kidney function and doing well per the physician. As per the physician, the cause of the event is unknown but commented the cuff performed differently than expected by jumping up to 2cm with downward pressure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.